Event description:
During review of the event history log it was determined that a repeating pattern of door not fully latched alarms. The occurrences suggest a device malfunction. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
Manufacturer ref no: (B)(4). Baxter evaluated the device and found that the lower latch switch was failing. This part is a known contributor to door not fully latched alarms and has been satisfied through the replacement of the lower auxiliary assembly.